Event description:
The customer stated that the device starts to boot up, gets to philips splash screen and then reboots. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.